Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
The stm that encountered the issue replaced the batteries and then completed pm with full calibration, functional testing and safety check to factory specifications. The unit was then returned to customer and cleared for clinical use. An investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received (2) batteries with a reported unit failure of a failed battery runtime test at 80 minutes. The fat installed the parts into cs300 test fixture and tested the parts to factory specifications per procedure and the cs300 service manual. Batteries ran until 81 minutes, failing the test. Fat was able to verify the reported failure. Retaining the parts in the failure analysis and testing dept. Per procedure.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) failed battery run test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.